Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer' blood glucose level was 505 mg/dl. Customer treated their high blood glucose level via manual injection. Customer went to the hospital on (B)(6) 2017 at 1:30 am. Customer was wearing insulin pump at the time of hospitalization. Customer did not have air bubbles nor bent cannulas. Customer advised they had made changes to the insulin pump settings with their healthcare provider. Customer advised they changed out their reservoir three times and it had leaked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.